Event description:
Information was received from a company representative and healthcare provider regarding a patient with an implantable pump containing bupivacaine and morphine (unknown) for failed back surgery syndrome, non-malignant pain, and spinal pain indications. It was reported that the healthcare provider suspected the catheter may be occluded and did a dye study today. The company representative stated that the pump went dry some time ago so the healthcare provider was suspecting that may have caused an occlusion. The representative stated that the healthcare provider only aspirated ~0.5ml and it looked to be blood-tinged. When the dye was injected, it did not go to the catheter tip and they could not see where it went. The healthcare provider is now suspecting a tear near the catheter connector.

Manufacturer narrative:
Continuation of d10: product ID 8731 serial# (B)(6) implanted: (B)(6) 2004 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 02-oct-2005, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8731 serial# (B)(6) implanted: (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider and company representative stating the suspected reason for the empty pump was there was a possible mix up with the medications. However, the exact reason was unknown. The empty pump was resolved after the healthcare provider refilled the pump. Additionally, the provider clarified that they believed the catheter had a small tear near the pump connector, so they will be revising the catheter at an undetermined date. The cause of the blood-tinged fluid was not definitively known.